Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9505123. However without further informations and without sample we cannot do more than documentary investigation which revealed no anomaly registered during production. According to the informations known quality database was checked and revealed no anomaly registered during production. A rmf evaluation was performed based on criq250 - risk identified: 11500 (hazardous situation: all catheter balloon cannot stay inflated or burst) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information a catheter leak was detected during a post-operative irrigation procedure, while the patient was lying in bed recovering. The attending physician was contacted and went to the recovery room, where the physician tested the catheter by filling it with soap. During the test, it was determined that the catheter was punctured. Therefore, a new catheter had to be inserted into the patient. There was no harm to the patient.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information a catheter leak was detected during a post-operative irrigation procedure, while the patient was lying in bed recovering. The attending physician was contacted and went to the recovery room, where the physician tested the catheter by filling it with soap. During the test, it was determined that the catheter was punctured. Therefore, a new catheter had to be inserted into the patient. There was no harm to the patient.